Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture, undersensing, and reduced p-wave amplitude. X-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient was stable.